Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the procedure, the helix of the lead was tested and the helix would not extend. The lead was not used for the procedure and the patient was stable.

Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with blood and overtorque of the inner coil.